Event description:
It was reported that during a percutaneous transluminal intervention procedure, the balloon catheter became stuck on the guide wire. The patient presented with angina. While advancing the 30mm x 2.50mm apex over-the-wire balloon catheter over a 300cm non bsc guide wire, outside of the patient, the balloon catheter became stuck on the guide wire. The devices were removed together as a unit and exchanged. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
(B) (4). Preventative action (CAPA) number renq-CAPA-(B) (4) has been initiated to investigate low drain volume alarm complaints. CAPA-(B) (4) was initiated to investigate increased intraperitoneal volume / overfill reports. The probable cause for all three iipv events was determined to not be a device malfunction. Rather, the probable cause was determined to be that the minimum drain volume % value was set too low for this patient. The present labeling states, "if the minimum drain volume % is set too low, an incomplete drain could result. This could result in an overfill of solution. An overfill may result in a feeling of abdominal discomfort, and in some circumstances may cause injury to the patient."

Event description:
During the evaluation of the homechoice device for (patient death), an increased intra peritoneal volume (iipv) was discovered. The iipv occurred during cycle 4/4 of the therapy that was started in 2009. The ultrafiltration rate was 1611 milliliters. Per the evaluation, the probable cause for the iipv is insufficient drain, one or more cycles advance to the next fill when a slow flow or no flow situation occurred above the minimum drain volume threshold. The nurse was not aware and was not made aware of any increased intra peritoneal volume (overfill) situations experienced by the patient and therefore, could not answer any further questions regarding this matter.

Manufacturer narrative:
Device evaluation: the device was evaluated by baxter's product analysis laboratory (pal). The device had a reload set 152 alarm (volumetric standard right pressure leak): assignable cause: damaged / leaking vsr transducer tubing. The device passed the electrical safety analyzer test. Once made operational, the device passed all testing pertaining to temperature and volumetric accuracy. A simulated patient therapy was performed using the patients therapy settings with no problems encountered. There were 3 increased intra peritoneal volumes (iipv's) found during review of the logs. The first iipv was found during the therapy started in 2009, cycle 4 and had an ultrafiltration (uf) of 1611 milliliters (ml). The probable cause for the iipv is insufficient drain. There were one or more cycles that advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. The second iipv was found during the therapy started on 6 days later, cycle 4 with a drain volume of 4209ml. The probable cause is insufficient drain. There were one or more cycles that advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. The third iipv was found during the therapy that was started in the next day, cycle 3 with a drain volume of 4103ml. The probable cause is insufficient drain. There were one or more cycles that advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. The reload set 152 alarm would not have caused or contributed to the home patient passing away or to the instances of iipv revealed during review of the logs. A review of the device service history for this particular homechoice revealed the previous swap was unrelated. The device will be routed to the service area where all transducer tubing will be scrapped.